Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high and rising thresholds, and potential loss of capture. The lv lead remains in use. No patient complications have been reported as a result of this event.